Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the pump black box data showed pump reboots had occurred following a basal delivery. During investigation, there was evidence of moisture contamination observed behind the display lens. The pump powered on with the returned battery cap and the cap was able to tighten securely. Battery compartment cracks were observed in the thread area and below grip pad. There was no evidence of moisture contamination observed inside the battery compartment. A leak test showed leak at the battery compartment cracks. The pump case was removed and there was evidence of moisture contamination found inside the pump. During investigation, the pump was not able to complete the load step due to the inability to detect a cartridge. When "load" was selected, the motor continued to drive until a "no cartridge detected" warning was issued. Further investigation showed a force sensor flex cable trace was cracked at the force sensor pin. The complaint of no power was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.